Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in pt's right eye on (B)(6) 2012. The lens was explanted due to excessive vault. This is a secondary lens that was implanted and although decreased the lens size from 12.0mm to 11.5mm, the vault did not decrease. The surgeon decided to remove the secondary lens. Further information has been requested but not has been forthcoming. A supplemental will be submitted when further info is available. See MFR #2023826-2013-00050 for primary lens.